Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient would be scheduled for a replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.